Event description:
Per the clinic, the patient experienced skin breakdown at the implant site, exposing the receiver/stimulator (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced skin necrosis and infection at the implant site. The patient was treated with topical antibiotics. However, the issue could not be resolved. The device was then explanted on (B)(6), 2023. This report is submitted on (B)(6), 2023.